Event description:
The intravascular ultrasound (ivus) catheter would not register and connect to machine. The machine would not pick up the reading of the catheter when it was properly plugged in. Had to replace the catheter for a new one.